Manufacturer narrative:
Narrative spoke to revision operative notes. However this should be initial operative notes. Doctor's visits, and x-ray review confirmed complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer articular surface, cat#: 00584209510 lot#: 62237771, zimmer tibial component, cat#: 00584200501 lot#: 62451997, palacos bone cement, cat#: 00111314001 lot#: 77124364. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07266, 0001822565-2017-07267, 0001822565-2017-07268. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and will plan to undergo a revision surgery in the future. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.